Event description:
Analysis of the returned device found that the pusher wire was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that the pusher wire was broken. The mian coil was still attached to one piece of the pusher wire. The main coil was noted to be kinked and stretched. The pusher wire was also noted to be kinked in several places. The damage noted to the device would indicate that some force had been used to manipulate the device during the procedure. There was evidence of blood in the introducer sheath that is indicative of insufficient flush being maintained. The directions for use state "in order to achieve optimal performance of the gdc 360 coils, and to reduce the risk of thromboembolic complications, it is critical that a continuous flush solution be maintained".." Therefore based on the available information, the most likely cause of the event was use/user error due to the lack of sufficient flush.